Event description:
It was reported that a patient underwent an atypical atrial flutter ablation and during the ablation phase, the patient experienced cardiac tamponade that required pericardiocentesis. Cardiac tamponade was noted after atypical flutter termination. Tamponade was treated by means of pericardiocentesis. Patient's condition improved at the end of the procedure. Further hospitalization was planned to evaluate the situation in the mid-long term (stayed overnight for monitoring). Patient fully recovered. The physician's opinion on the cause of the adverse event was procedure and patient condition. Activated clotting time (act) was above 350 throughout the case. Ablation was performed prior to noting the pericardial effusion. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31290957l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).